Event description:
It was reported that a small volume folfusor was leaking from the fill port. The leak was further described as, ¿liquid runs out at the injection port after the second connection¿. This issue was discovered during preparation. The device was filled with fluorouracil 3880mg. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation containing fluid in the bladder. Visual inspection was performed using the naked eye which observed a vertical crack on the fill port. Functional testing was performed which revealed a leak from the cracked area. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: july 13, 2022 - july 14, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.